Event description:
During the initial placement of the pleural catheter, the physician alleged the catheter could not be placed through the 16fr introducer provided with the kit. The physician, a first time user of the product, made several attempts to place the product. The sheath was removed and a pneumothorax developed. A second introducer was obtained, and the catheter was successfully placed. The pt was observed overnight in the hosp.

Manufacturer narrative:
The introducer involved in the incident is not manufactured by dbi. It is a purchased component that is used within the pleurx pleural catheter kit. The introducer used during the procedure, along with the used dbi sheath have been returned to the introducer MFR for eval.